Event description:
Hill-rom received a report from the account stating pins on the nurse call is not functioning. The bed was located at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech found the power control board to be inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the power control board to resolve the issue. Based on this info, no further action is required.